Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and was able to confirm the reported issue. The front panel was replaced and the main board was removed from the old front panel and was installed on the new one. The unit was powered on, est (extended systems test)was ran and fio2 (fraction of inspired oxygen) was calibrated. Performance tests were done and the unit passed all tests and runs according to manufacturing specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the touch screen of vela ventilator was not responding. The customer confirmed that there was no patient involvement associated with the reported event.